Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A (B)(6) male patient contacted zoll customer support on (B)(6) 2014 to report that he was treated. The patient was at home at the time of the event. The patient stated that he was walking in his home, became dizzy, sat down and felt the treatment. There were no reported witnesses of this event. After review of the downloaded data, the patient received an inappropriate treatment at 20:50:40 on (B)(6) 2014. The rhythm at the time of the treatment was supraventricular tachycardia at 182 bpm. Svt contributed to the false detection. A review of the downloaded data confirms that the response buttons were not pressed during the entire event. The patient went to the hospital.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The patient went to the hospital. Device evaluation of monitor sn (B)(4) and electrode belt sn: (B)(4) has been completed. Upon investigation, the monitor and electrode belt were fully functional and able to detect and treat a patient. Sn: (B)(4) reuse. Electrode belt: sn: (B)(4) : (B)(6) 2012 - reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillation are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commerical inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(6) (0.69% per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.